Event description:
It was reported that the lead exhibited loss of capture. Repositioning was unsuccessful, so the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the reported loss of capture was due to a short circuit between the coils in the connector portion of the lead. Too many revolutions when trying to extend/ retract the helix caused the distal coil to become over torqued. This resulted in the collapse of the distal coil, damaged distal insulation, and short circuited lead coils.